Event description:
The cause of the bleeding was unable to be identified. There were not any changes to the patient's anti-coagulation status that may have contributed to the event.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received on 20jan2022 that the patient passed away on (B)(6)2021 from cerebral bleeding, and the pump had not been explanted. There was no pump related event related to the outcome.

Event description:
It was reported that the patient was explanted on (B)(6) 2021. Information was not provided by the customer if the outcome was device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.